Event description:
It was reported that the patient with this pacemaker visited the hospital. During device interrogation, the pacemaker was found to exhibit difficulties converting ventricular fibrillation, loss of capture (loc), high pacing thresholds, noise, and low out of range pacing impedances on the right ventricular (rv) lead. The patient was hospitalized, and x-rays were taken, however the images were determined to be normal by the physician. An emergent surgical intervention was performed, the rv lead was explanted and replaced with a new lead. The physician reported that during the placement and connection of the new rv lead to this pacemaker device, the impedance values of the new rv lead were noted to have dropped from 800 to 500 ohms. The physician suspected the cause was due to a damage to the internal circuits of the device and opted to replace the pacemaker with a new device. The device was successfully implanted and connected to the new rv lead. No additional adverse patient effects were reported. The explanted pacemaker and rv lead are expected to return for analysis.

Event description:
It was reported that the patient with this pacemaker visited the hospital. During device interrogation, the pacemaker was found to exhibit difficulties converting ventricular fibrillation, loss of capture (loc), high pacing thresholds, noise, and low out of range pacing impedances on the right ventricular (rv) lead. The patient was hospitalized, and x-rays were taken, however the images were determined to be normal by the physician. An emergent surgical intervention was performed, the rv lead was explanted and replaced with a new lead. The physician reported that during the placement and connection of the new rv lead to this pacemaker device, the impedance values of the new rv lead were noted to have dropped from 800 to 500 ohms. The physician suspected the cause was due to a damage to the internal circuits of the device and opted to replace the pacemaker with a new device. The device was successfully implanted and connected to the new rv lead. No additional adverse patient effects were reported. The explanted pacemaker and rv lead are expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations.